Event description:
Hospital advised the pump alarmed as intended when the device was in use; the pump also displayed "system error". The patient was not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed.